Event description:
Pt presented with a non q-wave myocardial infarction and angiogram revealed stenosis in two grafts anastomosed with connectors to the rca and om. Percutaneous transluminal coronary angioplasty was performed and stents were placed at each proximal anastmosis site. The connectors were implanted during an off-pump procedure and remain implanted. No add'l info was received, including the pt's current health status.